Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had little red bumps and a rash the size of a pancake over his implanted battery. Stimulation had been on and off awhile. The pt was using cortisone and antifungal cream but that did not appear to help the rash. The pt had a (B)(6) after his replacement surgery back in 2006 which resolved after taking oral medication. The pt was to visit their healthcare provider.